Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The concerned device was returned to olympus for evaluation. The evaluation found the image is blurry or foggy from internal broken optical lens, and the rigid outer tube has deformation/bent. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use.

Event description:
The customer reported to olympus via repair request, that the ¿lens looks cracked in lower center¿ of the ultra rigid telescope. It was unknown when and where the event occurred or found. No death or injury and no impact to patient or other has been reported to olympus.